Event description:
The call from (B)(6) biomedical department ventilator showed a technical fault. The ventilator was non-functional from 24.8.2022 and lebentec medical systems and gulmohar health care not responding them properly to fix the problem. On the telephone guided the biomedical engineer to check the following. 1. Central o2 inlet pressure was ok. 2. Hpo inlet filter was clear. 3. Checked o2 input it was ok, needs to check o2 mixer assembly. Issue potentially related to defective o2 proportional valve, mixer assembly or leak in lpo/hpo inle. Onsite correction: check the lpo/hpo inlet for leaks as this could lead to 231008 even though the o2 valve is working properly. If hpo is used, then make sure no lpo connector is connected to the lpo inlet. And check the o2 mixer for proper function with service software, pneumatics 2,o2 input (page 2112), and system test, o2 mixer (page 2203). And install latest software version. And replace the o2 mixer assembly. Issue occurred during pre-op check. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Hamilton medical ag case report is (B)(4).